Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
A rapidcross balloon was inserted tru a 5fr 11cm sheath via right groin access. The physician attempted to cross a long calcified lesion in the right ulnar artery with the rapidcross balloon, but it could not cross. As the rapidcross balloon was being removed resistance was met. At that time the balloon broke in half and became dislodged in the distal aorta. An 8f sheath was accessed via the left groin and a 12mm x 20mm snare was used to remove the fractured balloon. No injury to the patient.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting

Event description:
Evaluation summary: the rapidcross catheter exhibited a fracture at the rx port. The core wire was intact and undamaged. The fracture faces exhibited material deformation indicating a ductile fracture.the rx guidewire lumen exhibited a longitudinal tear in both the teal inner and the clear translucent inflation shaft. The tears extended to the end of the green shaft.